Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. There was no impact to the customer's blood glucose level. It was indicated that injections were available for diabetes management.